Event description:
Reportedly, on 01st april during the first interrogation, before implantation of the device, a message appears about software integrity problem, please contact microport representative. Interrogation was interrupted, 2nd interrogation was successful.